Event description:
A pt was admitted following a motor vehicle accident, with a diagnosis of right hip fracture. While undergoing a CT scan with contrast the pt received an air injection. The pt was transferred to critical care and underwent hyperbaric oxygen therapy with good results.